Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captivator ii round snare was used during a polypectomy procedure performed on (B)(6) 2016.   According to the complainant, during the procedure the snare loop broke; no part of the device detached within the patient. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Investigation results: visual evaluation of the returned device revealed that the snare has the loop partially detached. The device was sent to x-ray analysis in order to see obstruction of some particle but it was not found inside the loop cannula, however, crimping section of the wire was inspected and it was found in incorrect position. The reported complaint was confirmed. Based on this condition, the most probable root cause of this event is manufacturing; an investigation to address this issue has been completed. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a captivator ii round snare was used during a polypectomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure the snare loop broke; no part of the device detached within the patient. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.